Event description:
It was reported that during a biliary stenting treatment procedure, the catheter appeared crushed. The target lesion was in the bile duct. A biliary stent 7fr/10cm was selected, but unable to advance over an unspecified guide wire as the catheter appeared "crushed". The procedure was completed with another of the same device. There was no pt complications reported with the pt's current condition listed as "good".